Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of 1 no blade 12mm std fix. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Based on the evidence available the reported condition was not confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
The sales rep was present at the case. The device was used in patient. Procedure: gastric sleeve. Anatomy involved: skin. According to the reporter: seal of trocar reputured while passing endo gia white load through. There was no user injury/hazard. There was no unanticipated tissue loss. The incision was not extended by more than one inch. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. Additional information: what is the UDI number of the device? Not saved or known. What was the date of the procedure? (B)(6) 2016. What is the patient age, weight, gender, or patient identifier (i.e. Initials or ID number, not the full name of the patient)? Unknown. What is the current status of the patient? Fine. Can you confirm that the device will be returned for evaluation? Confirmed. What was done to correct the product problem? Opened another seal <(>&<)> housing.

Manufacturer narrative:
Reference number: (B)(4).

Manufacturer narrative:
(B)(4). User facility listed in initial reporter. (B)(4). Patient information not provided. UDI not provided. Re-processing information not provided. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a gastric sleeve, the seal of the trocar ruptured while passing reload through. There was no user injury/hazard. Opened another seal & housing to correct the issue.